Event description:
I have been diagnosed with lupus and sjogrens syndrome in 2016. I have many others issues as well that point to breast enhancement injuries. I had mcghan implants implanted in 2000. Lot no. Mh-3606, cat # 25-68331, description: 360cc.